Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that there is physical damage to the insulin pump; there was a crack starting from the upper right corner of the lcd screen towards the yellow wire in the pump. The patient's blood glucose readings have also been running above 200 mg/dl on a consistent basis, the highest of which was 484 mg/dl. The customer confirmed that she treats her highs with bolus deliveries if the pump is working; otherwise, the customer treats with manual insulin injections. The customer stated that the crack in the pump is getting worse and she spotted condensation in the pump. Troubleshooting was initiated for the physical damage. The customer did not recall any significant events leading to the crack in the pump. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.